Event description:
It was reported that this integrated programmer displayed black screen during the pacing system analyzer use in a case and exhibited complementary metal-oxide semiconductor (cmos) anomaly. Boston scientific technical services consultant (ts) discussed troubleshooting on cmos and advised to send for repair if recurs. As of this time, this programmer remains in service. No adverse patient effects were reported. Additional information received which indicates that the screen anomaly exhibited prior to any implantable leads being introduced. The programmer was rebooted, resolved, and operated normally. This programmer will be returned for analysis.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the screen anomaly exhibited prior to any implantable leads being introduced. The programmer was rebooted, resolved, and operated normally. This observation no longer meets the definition of malfunction as it was confirmed that the programmer was operating normally. Amending MDR decision to MDR=no report. Revision to the initial MDR in block h6 device codes. This supplemental report was created to capture additional information. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however the device will not be returned. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the screen anomaly exhibited prior to any implantable leads being introduced. The programmer was rebooted, resolved, and operated normally. This observation no longer meets the definition of malfunction as it was confirmed that the programmer was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this integrated programmer displayed black screen during the pacing system analyzer use in a case and exhibited complementary metal-oxide semiconductor (cmos) anomaly. Boston scientific technical services consultant (ts) discussed troubleshooting on cmos and advised to send for repair if recurs. As of this time, this programmer remains in service. No adverse patient effects were reported. Additional information received which indicates that the screen anomaly exhibited prior to any implantable leads being introduced. The programmer was rebooted, resolved, and operated normally. This programmer will be returned for analysis.

Event description:
It was reported that this integrated programmer displayed black screen during the pacing system analyzer use in a case and exhibited complementary metal-oxide semiconductor (cmos) anomaly. Boston scientific technical services consultant (ts) discussed troubleshooting on cmos and advised to send for repair if recurs. As of this time, this programmer remains in service. No adverse patient effects were reported.